Event description:
Repair center: alleged low o2/yellow light and key is compressor is noisy. Additional malfunctions are the pe valve is leaking, the inlet filter is dirty, and the zip ties were replaced.